Event description:
It was reported that the infusion device displayed an occlusion error message resulting in elevated blood glucose levels. In the morning of (B)(6) 2022, the occlusion alarm displayed on the infusion device. The patient changed the infusion set's transfer set, headset, and batteries of the infusion device but the occlusion alarm persisted. The patient's blood glucose level began to increase and the result was 400 mg/dl. The patient went to the hospital's emergency room to receive medical treatment. The patient was treated with an insulin pen and was at the hospital for a few hours.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.